Event description:
It was reported through remote transmission that high capture threshold was observed on the left ventricular lead. When the patient presented to the clinic, muscle stimulation was reported. Patient is sensitive to threshold testing. Programming changes were made. No further information was provided.